Event description:
Ous MDR. Oversensing and several inadequate shock deliveries were reported. The ICD was programmed to inactive state in the hospital. Via home monitoring, a decrease in the ventricular pacing impedance was measured.

Manufacturer narrative:
Ous MDR. The analysis was able to show that the inner insulation of the lead body was damaged. In particular, the inner lumen structure between the inner conductor coil and the rope conductor of the rv shock coil was damaged. In addition, a fraying of the outer insulation down to this rope conductor could be detected. These damage manifestations are with high probability the causes for the complained-about electrical problems. The analysis showed no indications of manufacturing errors or material defects. The observed damage manifestations require excessive mechanical stress of the lead over a longer period of time. This is probably due to the position of the lead in the implanted state. Diagnostic images to characterize the spatial relationships of the implanted system were not available for analysis.